Manufacturer narrative:
Continuation of concomitant: dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited erratic, out of range, and undefined impedance and erratic threshold. It was noted that the lv lead had fractured. Follow up yielded no information and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead exhibited high threshold. The lead was programmed off.